Event description:
A customer contacted beckman coulter inc. (Bci) in regards to hemogard tubes that became bloody after aspiration by dxh 800 hematology analyzer. The operator was wearing personal protective equipment and there was no exposure to eyes, mouth, or open lesions. The customer was unsure if a exposure control plan exists at the site. Msds was not reviewed for this event. No one sought medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer uses edta hemogard sample tubes. The aspiration probe allows sampling from both closed and open specimen tubes. The aspiration probe pierces through the cap to allow sample aspiration. A bci field service engineer (fse) suggested the customer to perform clean sample probe procedure. The procedure was successfully performed and the stoppers were no longer getting bloody. The customer cancelled the service call. A root cause for this event has not been determined.